Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found there was liquid adhered to the video connector receptacle and the battery was drained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus video system center had noise in the screen and then the image was no longer displayed. The issue was found during a therapeutic laparoscopic colectomy procedure when connecting to a camera device. The procedure was completed using a similar device with a five to ten minute delay. There was no report of patient injury or medical intervention associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined as a result of the indicated phenomenon not being reproduced. Olympus will continue to monitor field performance for this device.